Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what color cartridges were used and anatomical structure for each firing? Was buttressing material used? Does the surgeon routinely wait 15 seconds prior to firing? Was the bleeding at the g-j or j-j anastomosis? Was the bleeding intraluminal or intra-abdominal? How was the bleeding identified and addressed? What was the approximate blood loss? Was a transfusion required? Were there any difficulties with device intraoperatively? Were any staple formation issues noted throughout care of patient? What was the additional procedure performed? What is the current patient status? Active arterial bleeding on the jejunal stapling area + 1 clip 5mm, washing, drainage intervention for hypotension, tachycardia and pain, after reintervention favorable evolution. It was 24 hours postoperative that there was an active bleeding (with haemoperitoneum and hypotension) on a jejunal stapling (stapling between the gastro-jejunal anastomosis and the jejuno-jejunal anastomosis in a gastric bypass).

Event description:
It was reported that there was a post-operative bleeding of the staple line (jejunum) 24h after the bypass procedure (conversion nissen to bypass). Additional intervention/ procedure was needed and additional hospitalization of the patient was required.